Manufacturer narrative:
The ge service rep checked the system over and found an intermittent problem with a video cable inside of the interconnect cable. He removed and replaced the interconnect cable. Everything is working as intended.

Event description:
The customer reported that the system would not fluoro. No pt injury was reported.